Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals using its secondary sensing vector. The s-ICD system was then changed to its alternate sensing vector. Technical services (ts) was consulted and discussed stored data as well as programming options. After further examination, the s-ICD system had its sensing vector changed to its primary sensing vector, with no further oversensing noting. This device remains in service. No additional adverse patient effects were reported.